Manufacturer narrative:
Due to indication of encapsulation, occurrence was determined to be reportable to the FDA.

Event description:
Patient had an adverse reaction to the implants. Swelling around implants as if there is an encapsulation. Patient was prescribed steroids.